Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parents reported that they sought medical attention for their daughter at the hospital on (B)(6) 2025. The patient was hospitalized for 10 days, being discharged on (B)(6) 2025. The symptoms included a low blood sugar level of 29 mg/dl, and the diagnosis was hypoglycemia. Treatment involved administering fluids to stabilize blood sugar levels, followed by insulin. The parents detailed that their daughter's low blood sugar levels began in april, leading to multiple hospitalizations. Further information on the event has been solicited but is unavailable. If additional information is received a supplemental report will be submitted.